Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information hat this device was explanted after the device had triggered elective replacement indicator (eri) due to charge times. No adverse patient effects were reported. This device will be returned for analysis.

Manufacturer narrative:
Upon return and analysis this investigaiton will be upated.